Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 month post-operative CT showed the presence of a type ia endoleak in the presence of significant calcification. A re-intervention was performed to treat the endoleak with coil embolization which successfully resolved the endoleak. As of the date of this report, there have been no additional patient sequelae reported.